Event description:
It was reported to philips that a "therapy disable" error message appeared. There was no patient involvement.

Manufacturer narrative:
This complaint is a duplicate of pr 2494396 reported on MFR report number 3030677-2022-04661.

Event description:
This complaint is a duplicate of pr 2494396 reported on MFR report number 3030677-2022-04661.